Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
It is reported by the pt that they were hospitalized for a high glucose level. The level at the time of the hospitalization was unk. Troubleshooting was conducted and we explained the possible reasons for a low blood glucose level to the pt. The device is not being returned. No further info available.